Event description:
Sweet-ease natural solution contains 50 cups. Cups are contaminated. There is mold growing in some of them and they are discolored yellow. The packaging was not compromised in any way suggesting that they were contaminated at some point prior to storage. The product was within the 'use by' date (not expired).====================== manufacturer response for sweet-ease, sweet ease natural======================awaiting response. Submitted email to customer service today.